Manufacturer narrative:
As reported, the balloon of a 6-12f mynx control venous vascular closure device (vcd) popped during deployment. There was no reported patient injury. The device was deployed by the tech. The balloon popped on a small sheath during preparation to deploy button one sealant. Additional information is not available. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to popped balloon reported. However, access site vessel characteristics (which was not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6-12f mynx control venous vascular closure device (vcd) popped during deployment. There was no reported patient injury. The device was deployed by the tech. The balloon popped on a small sheath during preparation to deploy button one sealant. Additional information is not available. The device will not be returned for evaluation.